Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08700 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. The bolus wizard is functioning properly per the bolus wizard test sample. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during a physical: scratched case. The pump passed all functional testing. The bolus wizard functioned properly per the bolus wizard test sample. No under-delivery anomaly was noted during testing. The pump history file lists a total of twenty (20) boluses with eight (8) programmed on the event date, 4/4/2024. Please see below for the eight (8) boluses listed on the event date (B)(6) 2024: (B)(6) 2024 05:51:18.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.7 (B)(6) 2024 08:27:46.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 13.4 bolusamountdelivered = 13.4 (B)(6) 2024 08:47:04.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6) 2024 12:16:10.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2.9 bolusamountdelivered = 2.9 (B)(6) 2024 12:19:36.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1 (B)(6) 2024 12:25:24.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.8 bolusamountdelivered = 3.8 (B)(6) 2024 13:28:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.3 bolusamountdelivered = 0.3 (B)(6) 2024 13:31:18.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 please see below for the daily total of all insulin delivered on the event date, 4/4/2024: (B)(6) 2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 04/04/2024 00:00:00.000 dailytotalofallinsulindelivered = 59.075 dailytotalofbasalinsulindelivered = 30.875 dailytotalofbolusinsulindelivered = 28.2 there were no auto suspend events on the event date, 4/4/2024. Please see below for the user suspend on the event date, 4/4/2024: (B)(6) 2024 08:29:53 insulindeliverystopped eventtype = 30 reasonforinsulindeliverysuspension = user suspended (B)(6) 2024 14:32:02 insulindeliverystopped eventtype = 30 reasonforinsulindeliverysuspension = user suspended medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported no adverse event. The event involved product(s) mmt-1715kl. The customer reported that their bolus wizard estimate value was not correct. Troubleshooting was performed. Confirmed that the insulin pump did not make correct bolus wizard calculations based on information entered by the customer. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.